Manufacturer narrative:
The electrode was returned in two pieces. The two segments were thoroughly inspected and analyzed. Measurements throughout testing were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that this product was explanted and replaced due to an allergic reaction. There were no additional adverse events reported.

Event description:
It was reported that this product was explanted and replaced due to an allergic reaction. There were no additional adverse events reported.